Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: today we had an issue with lot # a2400402. Ref #(B)(4). Which seems to be the similar issue we had in (B)(6) 2024, a leak at the bonded joint of the arterial pump segment cap area.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was submitted to the manufacturer for evaluation. An attempt to decontaminate the sample was performed; however, the sample could not be fully decontaminated. Because the sample could not be decontaminated, the sample was unable to be tested. The defect can not be replicated or observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.